Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: as described by the customer the patient had excessive mucus throughout the procedure and they were unable to thoroughly remove it even with manual reprocessing, requiring manufacturer repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information provided by the customer.

Event description:
It was reported that the gastrointestinal videoscope is plugged with lots of mucus from the prior surgery and can not be unblocked during reprocessing. There were no reports of patient involvement as this was found during reprocessing.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.